Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# mkfe-rsm fem knee w/epi r sm; lot# a6205/019. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As per onkos case: stanmore right distal femoral replacement. Failure of hinge mechanism. Replacement component for hinge mechanism. We plan to preserve the femoral and tibial components.